Manufacturer narrative:
The unit was received with blank display due to a moisture-damaged electronic assembly. The unit also had a moisture-damaged motor and vibrator motor during visual inspection. The device was unable to perform the operating currents, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test due to the blank display. The following physical damage was noted: minor scratches on the lcd window, cracked casing at the display window corners, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window.

Event description:
The customer's father reported via phone call that his son's insulin pump was exposed to moisture; their location was humid and the father believes that the patient may have put the insulin pump into the pocket of his shorts after swimming. The patient's blood glucose at the time of incident exceeded 300 mg/dl. Troubleshooting was initiated and the father stated that the insulin pump display went blank immediately after exposure to moisture. The customer was advised to revert to a medically prescribed back-up plan. The insulin pump was returned for analysis and a replacement device was shipped to the customer.